Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference manufacturer report: 3006705815-2018-00302. It was reported the patient never had effective stimulation. The patient had surgery for lead revision and during the surgery the doctor moved the right lead towards the midline and upwards. Reportedly the patient had effective stimulation post-operatively.